Manufacturer narrative:
The reported event of a device caused death was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found full breach insulation degradation at 5.2 cm from the connector pin.

Event description:
New information received on (B)(6) 2021 notes patient death was not device related. Patient death was due to bladder cancer and crohn's disease.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-28340. Related manufacturer reference number: 2017865-2021-28342. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.